Event description:
It was reported that the device failed to defibrillate a pt at the ER. The customer confirmed that after replacing the therapy cable, they were able to defib the pt. The reporter was not aware of the pt's outcome.

Manufacturer narrative:
The hospital's biomedical engineer evaluated the device and confirmed that after replacing the therapy cable, proper device operation was observed. The replaced therapy cable will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.